Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria, however it is being reported to FDA as the complaint was received via user report. If product is returned, this case will be re-opened, an investigation will be conducted,  and a follow-up report will be submitted after all investigation activities are complete. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which contained the following information: customer reported the adc freestyle libre sensor provided "false low readings" at the end of 14 days use. Customer further reported that when she received readings that were "in 60's or 70's or in 50's", she had a need to raise the sugar level by consuming food containing sugar. However, when consumer double checked the glucose level by performing a finger prick test, she received readings between 130 to 160 mg/dl range. Customer additionally reported that there was potential risk of consuming sugary foods in order to raise the blood sugar level that are thought to be low, when they are already high. There was no report of third-party medical intervention. Based on the information provided, there was no report of serious injury associated with this event.